Event description:
It was reported that the patient experienced atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the atrophy was due to the pressure of the belt cuff on the urethra for the duration of nine years of implant duration, and the patient experienced recurring incontinence.